Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study on 2019-apr-15. It was reported that on (B)(6) 2017 during a catheter revision for an occlusion, it was noted that the catheter had migrated from t8 to t5. After the catheter was spliced to remedy the occlusion, the tip was returned to t5. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving fentanyl (150.0 mcg/ml at 90.06 mcg/day) and bupivacaine (30.0 mg/ml at 18.0163 mg/day) via an implanted pump. The indication for use was non-malignant pain and lumbar radiculopathy. It was reported that on (B)(6) 2017, the patient noted a loss of therapeutic relief. It was noted the patient discontinued use of the personal therapy manager, ptm, as it was no longer providing therapeutic relief. The it bolus dose and continuous rate were increased. On (B)(6) 2017, the patient reported no improvement with bolus dose increase so a catheter dye study was ordered. On (B)(6) 2017, a cap dye study revealed an occlusion at the catheter tip. On (B)(6) 2017, the catheter was spliced with a new spinal segment. The existing catheter was tied off. It was indicated the event was related to the device or therapy. The device diagnosis was catheter occlusion and the clinical diagnosis was loss of therapeutic relief with and without ptm activations. The patient's weight was (B)(6) lbs. The issue resolved without sequelae on (B)(6) 2017.